Event description:
Customer reported that the touchscreen on their pump was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.